Event description:
The user facility reported that the physician called the terumo territory manager during the procedure, due to destination slender being stuck inside the patient's arm. The procedure being performed was lower extremity angio. The physician noticed initial resistance when using the glidecath pv multicurve, and again when initially trying to insert the destination slender. The tech also observed that the glidesheath slender was crimped down when removing it to do the sheath exchange. No ultrasound measurements were done on the radial artery prior to inserting destination slender. The terumo territory manager arrived mid procedure. The sheath had already started to unwind inside the arm when trying to retract it. The terumo territory manager discussed troubleshooting options to safely remove the sheath, including sedation, and potentially using blood pressure cuff technique. None of these options would safely get the sheath out, so vascular surgery needed to do a brachial cutdown to remove the sheath. The sheath was successfully removed at surgery. The terumo territory manager, who was present mid case, stated that the artery should have been measured with ultrasound prior to the procedure being performed, as it was likely far too small to accommodate a destination slender. The estimated blood loss was less than 250cc. Additional information was received on 30may2025: the patient was stable following the procedure.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cath lab tech. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath breakage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).